Event description:
The customer reported the system is displaying a bad iris message on the mainframe. The system was still being used. There are no reports of pt harm or injury.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.